Manufacturer narrative:
Continued additional email address: (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side "rupture" of saline device, captured as deflation.

Event description:
Healthcare professional reported a left side "rupture" of saline device, captured as deflation. The device has been explanted and replaced.